Event description:
A customer reported experiencing a cartridge alarm 20 on two occasions, which occurred during the pumping process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the customer's pump with one that has updated software. The customer was informed about the replacement pump, provided with storage mode instructions, and instructed on the return process for the faulty pump, which will be shipped back to tandem using a pre-paid label. The customer agreed to these procedures and acknowledged the information provided.